Event description:
It was reported the keyboard was "falling off". The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer has a loose ECG (electrocardiogram) connector. Display screen drops down when placed in an upright position. Keyboard holding pin on the right side is broken so that the keyboard cannot be mounted in place. Programmer system fan is noisy. Stylus pen is bent. Rft (radio frequency transceiver) has a damaged connection pin on the left side.